Event description:
A patient specific implant request was received for the patient's left knee. Noted on the form: "the rotation of the implant was wrong leading to patella dislocation." Update: cause of malrotation: "incorrect rotation during implantation".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device remains implanted.